Manufacturer narrative:
Although a specific root cause could not be determined, it was noted the level of humidity in the laboratory was 22% which is outside of the stated environmental speicfication. The specification for humidity is 30-85%. The falsely low value was most likely caused by a pipetting issue. Low humidity is a common reason for liquid level detection problems, resulting in discrepant patient results.

Event description:
The customer had an ongoing issue and received questionable parathyroid hormone (pth-intact), thyrotropin (tsh) and intact human chorionic gonadotropin + the ss-subunit (beta-hcg) results for an unknown number of patients. He also experienced calibration errors for tsh and beta- hcg. The customer provided discrepant results for two patient samples: patient 1, initial pth-intact result was 1.20 pg/ml. The sample was repeated three times on the same cobas 6000 e601 module and recovered 44.15 pg/ml, 446.2 pg/ml (tested on (B)(6) 2011)and 493.3 (tested on (B)(6) 2011). The pth-intact result 44.15 pg/ml was reported outside the laboratory. A corrected report was not sent since the doctor requested the patient be redrawn after receiving this result. A new patient sample has not been collected. The customer did not believe the patient was treated based on the erroneous result and no adverse events were reported. Patient 2, female, born (B)(6), initial tsh result was 0.100 uiu/ml. The sample was repeated twice on the same cobas 6000 e601 module and recovered 5.83 uiu/ml and 5.86 uiu/ml (tested on (B)(6) 2011). Erroneous results were not reported outside the laboratory for this patient because the initial tsh result did not match the patient's previous results. The pth-intact reagent lot number was 15918402. The tsh reagent lot number was 15879701. The field service representative suspected a sampling or reagent pipetting issue. He adjusted fluid levels and checked the analyzer. The field service representative ran performance tests which were in specification.